Event description:
It was reported that patients suffered a terrible fall which resulted that the spinal cord stimulator lead was pulled out of the epidural space and was noted that some of the contacts were sheared off. The patient underwent an explant procedure where in all devices were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 559921.